Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00944. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 13 days. Manufacturer's investigation conclusion: review of the submitted log file could not confirm the report of low flow alarms. The submitted log files contained data from 02-13-2018 to 02-16-2018; calculated mean flow rate remained above 2.9 lpm for the duration of the log file, above the low flow threshold of 2.5 lpm. The pump speed remained above the low speed limit and the pump appeared to function as intended. It was also reported that the patient experienced a syncopal episode, however, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a syncopal episode after coughing, and a low flow alarm was observed on the lvad system at same time. The physician reported that the syncopal episode was possibly related to the lvad. The patient was not injured. No further low flow alarms have been reported. The patient was doing well, recovering on the rehab unit. No additional information was provided.